Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Could not duplicate customer's complaint. The following activities were performed full generator testing performed in accordance with manufacturer's requirements and test record (B)(4) - all testing passed. Electrical safety test performed - all testing passed. A review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. DHR review: part number: 225024; supplier lot number: 1320114; qty of lot: 23; release to warehouse date: 1/22/13; manufacturing date: 1/22/13; expiration date: n/a; supplier: (B)(4); manufacturing site: (B)(4). Any anomalies or discrepancies in the manufacture of the lot: no. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It was reported that during a shoulder decompression a vapr tripolar electrode the console stopped working and an "internal failure" warning came up. This happened twice. Used another vapr console. No delay or adverse event.